Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The 5.0x20mm absolute pro self-expanding stent was attempted to be fully deployed, however, the stent only partially deployed. The device was retracted with the guide in place, but the stent came along with it and the entire system had to be removed. The stent was noted to be fractured and a piece of the sheath was attached to the stent. There was no adverse patient effects and no clinically significant delay reported. No additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation of stent and the reported material separation of sheath were able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported migration was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in restricting the shaft lumens from moving freely, thus preventing the stent from fully deploying resulting in the reported activation/deployment failure. Manipulation of the device resulted in the reported stent migration, the reported sheath material separation, the noted multiple damages (stretched/ bent/ flared struts, bunched inner member) and ultimately resulted in the reported stent material separation. The noted gap on the handle halves likely occurred during handling and/or during return shipment. The treatment appears to be related to the operational context of the procedure as the separated portion of the stent was explanted via surgical procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1 - adverse event/product problem updated adding adverse event b2 - outcomes attributed to ae added d6b: explanted dated was added 1/6/2022. H1 - type of reportable event updated to serious injury.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The 5.0x20mm absolute pro self-expanding stent was attempted to be fully deployed, however, the stent only partially deployed. The device was retracted with the guide in place, but the stent came along with it and the entire system had to be removed. The stent was noted to be fractured and a piece of the sheath was attached to the stent. There was no adverse patient effects and no clinically significant delay reported. Subsequently, after the initial report was filed, the following information was received: it was noted that the stent was explanted on (B)(6) 2022, as it partially deployed and became stuck in the patient. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Adverse event was added. Outcomes attributed to ae: hospitalization and required intervention added updated to serious injury. Codes 2199, 1528, 1069 were removed and codes 4607, 4624, 1562, and 4003 were added.